Event description:
During evaluation of a returned spectrum infusion pump, 373 occurrences of "downstream occlusion" alarm were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The I/o pcb was replaced.